Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving patient line is blocked message during fill 2 of 9 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that it is unknown where the fluid leak occurred from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The simulated treatment post-accelerated stress (ast)test 2-hour 15-minute 8500 ml test failed. Failure due to cycler encountering a balloon valve leak warning caused by a clogged filter. Replaced a filter to continue testing. The simulated treatment post-ast 2-hour 15-minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. Mushroom head check previously passed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The simulated treatment post-accelerated stress (ast)test 2-hour 15-minute 8500 ml test failed. Failure due to cycler encountering a balloon valve leak warning caused by a clogged filter. Replaced a filter to continue testing. The simulated treatment post-ast 2-hour 15-minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. Mushroom head check previously passed. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving patient line is blocked message during fill 2 of 9 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that it is unknown where the fluid leak occurred from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd treatment. The patient reported receiving patient line is blocked message during fill 2 of 9 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated that it is unknown where the fluid leak occurred from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.